Event description:
Related manufacturer reference numbers: 2017865-2022-10002. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited failure to capture and the right ventricular (rv) lead exhibited increased capture threshold. Chest x-ray was performed and further revealed atrial lead dislodgement and lack of rv lead slack. It was also determined that the atrial lead was dislodged due to twiddler's syndrome. During reposition procedure, the atrial lead helix would not be extended after retraction and the rv lead helix would not be retracted. The atrial lead and the rv lead were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, but the reported event of failure to capture was not confirmed. A full lead was returned in one piece with helix partially extended and clogged with blood and tissue for analysis. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedural damage. Electrical testing was normal with no anomalies found. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood and tissue.